Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) result for a patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician since it did not match the patient's clinical presentation. The sample was re-centrifuged and re-run and lower result was obtained. Amended report was initiated and submitted to the physician. The customer was not made aware of any patient injury or change in treatment associated with event.

Manufacturer narrative:
The sample is serum which was centrifuged automatically on power processor. No qc or system check data was provided. Customer is not reporting any system performance issues. No system event log messages reported with this event. Due to the belated reporting of this event, sample was unavailable for testing by customer product line support (cpls). Service was not dispatched. No clear root cause for this event has been determined to date.